Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited probe or insulation breakage. The probe or insulation breakage was confirmed by chest x-ray. The rv lead was explanted and replaced. The patient was in good condition.